Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, guide wire coating damage occurred. The lesion was located in an unspecified bile duct. The 0.035 hydra-jag guide wire was advanced to the lesion, however, at an unspecified time during the procedure the guide wire's coating stripped off inside the pt. The coating was able to be removed with the guide wire. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".